Event description:
During ivtm therapy, the thermogard ivtm system (B)(4) display screen went blank and it was unable to power on. Another thermogard ivtm system was used to continue with treatment. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.